Manufacturer narrative:
Event date: exact date unknown, event occurred 3 years ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.